Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the or, removed the entire inspire system, irrigated the chest pocket, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with continued infection at the chest incision site, despite a recent washout procedure. Patient will remain on the previously prescribed antibiotics, and the physician will re-evaluate the next steps.

Event description:
Patient presented to the physician with purulent discharge, maculopapular rash, irritation, and swelling at the chest incision site. Cultures were obtained, and the results returned positive for staphylococcus aureus infection. Physician admitted the patient and placed them on IV antibiotics. Physician brought the patient into the or 2 days later, irrigated the pocket with antibiotic solution and saline, re-sutured, and closed the incision.